Event description:
It was reported that the customer was hospitalized for low bgs. Troubleshooting conducted during the phone indicated the device was working properly. Suggested the customer contact physician regarding other possible causes.